Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose (bg) level was not impacted. It was confirmed that the customer had an alternate pump available for insulin therapy. Reportedly, the customer experienced a low bg level of 60 mg/dl due to miscalculating the carbohydrate amount and over correcting. The customer ingested juice to address bg level.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed for the alarm 19. Could not confirm the reported failure for the low bg issue.